Manufacturer narrative:
Results: the penumbra smart coil (smart coil) introducer sheath was aligned in the correct orientation on the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the returned device revealed the embolization coil had offset coil winds near its proximal end. This type of damage typically occurs if the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement. The offset coil winds prevented the smart coil from advancing out of its introducer sheath and into the demonstration microcatheter during functional testing. The smart coil introducer sheath was aligned correctly on the pusher assembly. The non-penumbra microcatheter and second smart coil mentioned in the complaint were not returned for evaluation, and the root cause of the second smart coil¿s resistance and microcatheter kickback could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01767.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed four smart coils using a non-penumbra microcatheter. The physician then was unable to advance a smart coil out of its introducer sheath and into the hub of the microcatheter; therefore, the smart coil was removed. Upon inspection, it appeared as if the smart coil had been placed in its introducer sheath backwards, despite the physician never unsheathing the smart coil. The physician then attempted to place a new smart coil, however the physician felt resistance advancing and the microcatheter kicked back; therefore, the physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.